Event description:
This ra lead was implanted on (B)(6) 1998 and was capped on (B)(6)2012 due to impedance measurements less than 100 ohms and poor sensing p-wave (less than 0.5mv). The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).